Manufacturer narrative:
The manufacturer did not yet receive the instrument for review. The device history records for the given lot number were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the information provided. However there is no indication for a product failure. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that during surgery, while rasping the handle fell apart. The surgery was completed with another device and a delay of 45 minutes occurred.